Event description:
It was reported that during a da vinci s surgical procedure the message "trial software, no for human use" appeared after installing instruments onto the system. The system was restarted, however, the same message appeared again after installing an instrument. Multiple instruments were installed, with the same result. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) found that the "patient side cart verification" box was unchecked in the download application. When this box is checked, the download application runs a process which confirms that the installed software matches the released software. If the box is not checked, the confirmation process is not run and the "trial software" message is displayed on the screen when the system is running. It was determined that the box was unchecked when the fse programmed the system the previous day in the process of replacing an instrument arm. The fse was able to repair the system by rechecking the checkbox and reprogramming the system.